Event description:
.

Manufacturer narrative:
The lap loop instrument was connected to esu with settings at 100 (w) pure cut and 40 (w) coag. The mode with those settings is commonly called the "blend mode." The electrosurgery units (hf units) have 3 modes: cut, blend and coag. On our instructions of use for the lap loop system, paragraph 8.2 (connection to the electrosurgery unit in monopolar mode), it is written in bold "select the cut mode." In this case, the user put the blend mode, in contradiction with the instructions of use of the lap loop. Our conclusions are: inappropriate use of the device: the mode selected by the user is not the right one as per our instructions of use and caused the problem. (B)(4).